Manufacturer narrative:
Lot number: lot number is either 24187426, 24107868, or 24107869. Date of event: used the 1st day of the month of the bsc aware date since event date was not provided. Device evaluated by MFR.: returned product consisted of a zelantedvt thrombectomy system. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Fluid was present inside the device, the boot, and the attached waste bag when received. The fluid present indicates that the device was prepped. Inspection of the device revealed that there were three shaft kinks at the strain relief and 63cm and 68cm distal of the strain relief. Microscopic examination of the hypotube at the location of the kinks, revealed that the hypotube was kinked 63cm distal of the strain relief and the hypotube was broken at the strain relief and 68cm distal of the strain relief. The separated ends of the hypotube were ovaled, indicating that the hypotube was kinked before separation. The shaft was kinked causing the hypotube to be kinked and break, when the hypotube is broke, the device will not prime and the console will continue to try and prime the catheter, causing the 'check saline supply' error to display on the console and the boot to fill with fluid.

Event description:
Reportable based on device analysis completed on 16-dec-2019. It was reported that the physician had trouble with the catheter. An angiojet zelantedvt was selected for use however, they had trouble with the device. No complications were reported. However, returned device analysis revealed hypotube detached/separated.